Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed, and the findings did not replicate or confirm the customer reported event. There was no frayed cable observed during visual inspection. Additional unrelated observation(s) not reported by site: the instrument was found to have blade damage. Both of the blade edges were indented. The cut test could not be performed because of the blade indentation prevented the blades from opening and closing properly. The cutting edge did not have corrosion that would have contributed to the blade damage or cutting failure. Correction(s): h8. Was updated to initial use of device. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for field action# isifa2024-09-c, as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.